Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that about a week ago they noticed a return of symptoms along with inability to feel stim. Patient stated they wanted to increase the stimulation, but were having difficulty getting connected to ins. Patient confirmed that they had not had any falls or trauma. Agent walked patient through connecting to ins, and it did take several times readjusting communicator until patient was finally able to connect. Patient reported the location where they were able to connect on the call was "way over" off to the side of where they used to be able to connect. Patient also reported they were unable to feel battery in typical location. Patient was able to successfully connect and increase stimulation to a comfortable level at bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient reported already having a follow-up appt scheduled with managing hcp for (B)(6) 2024. Of note, patient changed programs during this call, and when they did so they reported only having programs 1 and 4 available to them. Agent reviewed possibility of having more programs available to them, but would need assistance from managing hcp to do so.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.